Manufacturer narrative:
Testing on patient interfaces returned for suction issues consistently yielded passing results. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Suction issues may be attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. Reports of suction issues with the system patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A ophthalmic technician reported that a lasik procedure was aborted due to suction loss on a patient's left eye. There was no harm to the patient. Procedure was converted to photo refractive keratectomy (prk). Upon follow up, patient is reported to be doing well.